Event description:
Our rep is reporting that the vapr iii footpedal has its footpedal covers swithced as received. The surgeon noted this and used device without any patient issues.

Manufacturer narrative:
Mitek is at this point in time in the information gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.